Manufacturer narrative:
(B)(4). The device was received and evaluated. One instance of iipv was revealed in the logs. The root cause: insufficient drain - one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was determined to have met specifications relative to the iipv. A review of the previous service record, showed no issues were identified that may have contributed to the iipv. The previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 2. The programmed fill volume was 3000ml and the total drain volume was 4840ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.